Event description:
It was reported that there was no exposure associated with the 9800 system. It was noted that the screen went blank and the system could not reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the snubber pcb and battery pack. The system was tested and found to be working as intended and placed back into service.